Event description:
It was reported that the pt name and demographics annotated on CT image data from a pt (B)(4) ((B)(6); male) with a skull fracture and bleed was associated with pt name and demographics for pt (B)(4) ((B)(6); female) on (B)(6) 2010 after being scanned on a lightspeed 16 CT. Pt "(B)(4)" then subsequently had a unnecessary craniotomy performed to remove the bleed. According to the hospital, the pt bn is currently in stable condition and there was no impact to the treatment for pt (B)(4).

Manufacturer narrative:
Ge healthcare's investigation is completed, no system malfunction was reported or determined to exist after system troubleshooting and investigation. No errors associated with the his/ris worklist or edit pt function were found after review of the system logs. Ge healthcare's investigation of the system logs confirmed that two distinct exams were performed using the pt identifiers for pt (B)(4). According to the hospital, this initial error was noticed the same day by reading radiologists as two sets of images were associated with pt (B)(4), but no images were associated with pt (B)(4), and the technologist was contacted. According to the edit and network logs from the system, the technologist edited both exams, but manually sent the incorrect exam to the pacs system, that of pt (B)(4), with pt the info of pt (B)(4). This modified set of images were read and pt (B)(4) was diagnosed as having a skull fracture and bleed. Product labeling specifically warns the operator to verify and record the pt's identification before starting a scan and to verify that correct accession number and exam description selection is what is desired, else there may be issues with reconciling exams in the pacs system. Pt info is available throughout from set-up through the exam completion, allowing for full detectability of mismatch between pts, which would be expected in this case due to the discrepancy in age and gender of the pts. The operator documentation provided detailed instruction on use the edit pt feature and how to identify if an exam has been edited.